Manufacturer narrative:
Approximate age of device - 1 year, 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported the patient experienced two no external power¿ alarms in (B)(6). The manufacturer's technical service confirmed multiple no external power alarms which were due to the mpu ac power cord coming loose at the mpu or ac wall outlet. The system controller's ebb operated the device at the time of the event. No further information was provide.

Manufacturer narrative:
Investigation summary: the reported event of no external power alarms was confirmed via the submitted log file. The log file contained approximately 25 days of data (B)(6) 2018 ¿ (B)(6) 2018 per the timestamp). The log file recorded no external power events on (B)(6) 2018 at 11:55 and (B)(6) 2018 at 18:39; an additional no external power event captured on (B)(6) 2018 at 02:44 is investigated under (B)(4). The no external power events were due to momentary losses of power from the mpu that were stated to be caused by the patient's nephew unplugging the mpu. The system controller backup battery supplied power to the system during the losses of external power. No other notable events involving the mpu occurred throughout the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Several additional no external power events were reported under (B)(4) and investigated under (B)(4), (B)(4) (pi main (B)(4), (B)(4), and (B)(4). The customer reported that the patient has the locking ac power cord for the mpu. Additional information provided indicated that the root cause of the reported event was the patient¿s nephew unplugging the mpu; the mpu was stated to function as intended. The log file did not indicate any issues with the mpu. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. No further information was provided. The manufacturer is closing the file on the event.